Event description:
According to the reporter: apparently, the surgeon has had two wound dehiscences in the last month. This pt reportedly had a perforated bowel and was a high risk. There has been a change in prep solutions. The pt is reported to have recovered. No further details are available.

Manufacturer narrative:
(B)(4).